Event description:
Bilateral breast implant in pt since approximately 1985. Complained of a one week history of left breast pain, ulceration and drainage. Pt underwent surgery to remove left breast implant. Left breast implant infection.